Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level due to occlusion in the reservoir and infusion set. Customer's blood glucose value was 33.0 mmol/l at the time of the incident. It was reported that the customer treated high blood glucose with manual injections. It was reported that the insulin pump received no delivery. Troubleshooting was performed for the no delivery alarm. It was stated that the no delivery alarm was resolved by changing the reservoir and infusion set. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin shots. Customer will not return device for analysis.